Manufacturer narrative:
Investigation summary: unconfirmed: bd was unable to duplicate or confirm the customer¿s indicated failure mode. Customer sample/photo analysis: no customer sample/photo was received for evaluation. No device was returned for evaluation, so the date put in his place is the bd awareness date.

Event description:
It was reported that the customer found oil gel globules inside of the bd vacutainer® sst¿ blood collection tubes. No injury or medical intervention was reported.

Manufacturer narrative:
PMA / 510(k)# is corrected to bk050036.